Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2026; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. Their trial started on 2026-apr-06. It was reported that they were about to sleep last night and felt something wet; they found out there's a blood bed on the sheet. Patient tried to check and stated the wires were gone unattached to the other end. They went to emergency room (ER) but stated nurses were not familiar with the device. After the event they would go more often. They checked the programmer; it was still on at p4 1.3. They called doctor's office and left a message. They wanted to make sure lead was still safe and was requesting for a call. Troubleshooting was not performed. The cause of the issue was unknown. It was unknown whether the issue was resolved.